Event description:
It was reported that the patient presented in the emergency room with an escape rhythm. Upon review, the patient¿s implantable cardioverter defibrillator was unable to be interrogated and was at end of life. Premature depletion was suspected. A temporary pacing wire was placed. On (B)(6) 2019 the patient¿s device was removed and replaced. The patient was stable.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.